Manufacturer narrative:
Root cause: the root cause for the reported issue that device had air in line alarms was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by that there was an increase in air-in-line alarms on large volume pump modules. There was patient involvement but no harm.